Manufacturer narrative:
Evaluation conclusion: the reported issue was confirmed. Both end caps were classified to be primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The end caps were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The marks on the damaged and flattened threads indicate that the end caps were inserted in oblique mode. Most likely the thread of the nail is also damaged (same material as the end caps); this could not be proofed because the nail was still implanted and therefore not available. The IFU includes that every implant shall be handled with care and that implants shall be only assembled to other implants like recommended. The issue is classified as user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that it was impossible for the surgeon to implant the end caps. There was a delay of 15 min. The surgery was successfully completed without implantation of an end cap.

Event description:
It was reported that it was impossible for the surgeon to implant the end caps. There was a delay of 15 min. The surgery was successfully completed without implantation of an end cap.